Event description:
The manufacturer received information alleging the device left a scorch mark on the bedside table. The patient reports they were sleeping when they heard a noise like a ringing cow bell. The patient went to turn the device off and noticed that the device was hot. That is when the patient noticed the device had made a scorch mark on the bedside table. The patient is not sure of an odor and reports the device was plugged into ac power. The patient states the device was plugged into the wall outlet and there was no smoke or flames. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.